Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the o2 sensor test during the pre-use check. Our field service engineer investigated the ventilator on site and solved the issue by replacing the inspiratory pipe, connector muff and the inspiratory pressure tube. The replaced parts were returned for further investigation. Simulated use testing of the returned parts passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during testing. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).